Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported the cannula was bent and did not properly insert in the infusion site. The patient was hospitalized with hyperglycemia and treated with glucose drops. The patient was discharged after 3 days.